Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this an inappropriate shock was delivered. A follow up was performed along with x-rays, electrode fracture was suspected. Evaluation of the system was performed which showed reproducible noise and lead fracture was confirmed. A system replacement was scheduled for the future. At this time, this system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this an inappropriate shock was delivered. A follow up was performed along with x-rays, electrode fracture was suspected. Evaluation of the system was performed which showed reproducible noise and lead fracture was confirmed. A system replacement was scheduled for the future. At this time, this system remains in service. No further adverse patient effects were reported. Additional information was received detailing that this electrode was explanted and replaced. This electrode is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.